Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced confusion with meal announcements and entered three usual dinner announcements in close succession, after which an occlusion alert occurred that suspended insulin delivery until the alert was cleared the following morning; support provided education on proper meal announcement procedures and how to verify a logged announcement without duplicating it. Symptoms included no hypoglycemia. Outcomes included no hospitalization and successful resumption of therapy after clearing the occlusion. Investigation included customer interview, device data review at the user interface level, and troubleshooting education. Investigation of this case revealed user error in meal announcement workflow and a separate insulin delivery interruption due to an occlusion that resolved when the alert was cleared, with no device component breakage reported. It was concluded, based on previously established findings for similar reports, that the cause was user interaction error for the duplicate meal entries and a transient occlusion for the delivery suspension.